Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The device is used for treatment purposes. Device was not returned to manufacturing facility.

Event description:
It was reported the front case of the six pcu modules was replaced as for five devices, the units did not turn it on and for one device, the buttons are not working. There was no reported patient involvement.